Event description:
I've had to start taking anxiety medication to help deal with wearing a mask. I was getting panic attacks and feeling claustrophobic from wearing them. My children have had headaches and worsening acne along with feeling nauseous. FDA safety report ID # (B)(4).